Event description:
On (B)(6) 2014 it was reported to photomedex that patient jc was treated at a physicians office for psoriasis on her lower legs. After treatment the patient developed burning and had caused severe pain. On (B)(6) 2014 a photomedex clinical representative spoke to patient jc. She further stated that sought medical intervention at an emergency room, tried lidocaine salve and morphine, and two days after antibiotic ointment. The physician's office confirmed to the photomedex clinical representative on (B)(6) 2014, that they started on the lowest dose, consistent with proper protocol, and had never seen anyone react this way. According to our clinical representative, her degree burn is a known side effect and it is disclosed to the patient in the concent form. As of (B)(6) 2015 has been determined to be reportable due to the prescribed medical intervention.

Manufacturer narrative:
Blistering is a normal outcome of treatment with uvb therapy, however, excruciating associated pain is not considered normal. Company representative had confirmed on (B)(6) 2014 that the patient was healing and confirmed with the treating facility the treatment protocol. Additionally, a field service representative evaluated the device at the treating facility, and determined it was operating within specifications. Photomedex does not believe there was device malfunction to cause this reaction, it remains unclear why the patient had this severe pain. As stated above burning is normal, and all patients react differently to uvb exposure. Upon initial review of the complaint details, it did not appear to be a reportable incident. After further review and discussion, it was determined necessary to report this incident. This explains the time lag in reporting.